Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas exhibited screen damage consistent with screen bezel separation, following which the display appeared ¿messed up¿ and the user could not recall an impact; the user had run high glucose levels since the issue began and a replacement device was shipped, with education provided on return, data sync, shutdown, and re-start procedures. Symptoms included hyperglycemia. Outcomes included no reported alarms, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and education, photo review, and logistical replacement steps. Investigation of this case revealed a hardware screen/bezel separation affecting the display assembly, with no functional alarms or software faults observed. It was concluded, based on previously established findings for similar reports, that the cause was physical damage not attributable to a device malfunction.